Manufacturer narrative:
The reported complaint is not verifiable. Multiple diligence attempts were unsuccessful for part return so there was no evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: no additional information was available at the time of this clinical review. The information available is that during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2018, a roller pump located on the heart-lung machine (hlm) kept losing occlusion. It is unknown what location the roller pump was in, therefore for purposes of this review, the arterial pump position will be used. According to the information available, the team lost occlusion once during bypass. They used the occlusion knob to readjust it, and then continued the case without issue. The incident did not delay the surgical procedure. There was no blood loss or harm associated with the occurrence.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump was losing occlusion. In order to retain desired occlusion, the occlusion knob had to keep being adjusted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.